Event description:
It was reported that the user experienced hyperglycemia after a large breakfast while using the ilet bionic pancreas on the first day of therapy, with continuous glucose monitoring showing a peak reading of ¿high¿ followed by a decline to 277 mg/dl; dosing had been conservative during early adaptation and the user had bolused for the usual breakfast. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding high glucose management and device use. Investigation of this case revealed no device malfunction or component failure and suggested physiological and dosing adaptation factors during initial ilet use as contributing elements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.